Manufacturer narrative:
Device analysis report is attached. This report is submitted on sep 29, 2021.

Manufacturer narrative:
Correction: section b4 date of this report for the initial report is may 6, 2021, and not december 1, 2020, as previously reported. This report is submitted on july 5, 2021.

Manufacturer narrative:
This report is submitted on may 31, 2021.

Event description:
Per the clinic, the patient experienced an infection (treatment unknown) and electrode extrusion resulting in the device being explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.